Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that they obtained a falsely elevated ltni reult on a patient sample. The customer also reported that they ran a chem wash test on the instrument. Siemens reviewed the instrument files and suggested that the customer replace the wash pump cuvette and run a precision test on the affected sample. As per siemens' instructions, the customer ran a 5 test precision on the affected sample, resulting acceptably. A customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument, performed alignment checks, realigned the reagent 1 and reagent 2 mixers, cleaned the heterogeneous immunoassay module (hm) probes, and verified the instrument was performing according to specifications. The cause of the discordant, falsely elevated ltni result is unknown. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ltni) result was obtained on a patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample was automatically repeated on the same instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). The sample and another sample from the patient was run on the same instrument, resulting lower than the initial result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.